Event description:
Needle breakage during use. The needle fragment has not been recovered, it is still in the patient. Use of an image intensifier, the procedure was lengthened. No consequences to the patient. The following additional information was received via email from our affiliate on (B)(4) 2015; it is not known how many times the gun was fired. The needle was passed 7 time prior to breaking. It is not known how many anchors were inserted. It is not know what type of anchors were inserted. This failure extended the procedure time greater than 30 minutes.

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated nonconformance to the reported problem and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 3 other similar complaints for this lot of 638 ¿ 5 packs of devices that were released to distribution. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no corrective action is required and no further action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.